Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field service representative went on site and replaced one of the reagent valve heads. The analyzer is now okay.

Event description:
The customer alleged they received questionable creatinine jaffé gen.2 (crej) results on their integra 800 analyzer for four patients. The patient samples did not have any bubbles, icterus, hemolysis, or lipemia. The initial results for the four patients were reported to the doctor. The laboratory then received complaints about the results. The laboratory repeated the same samples and the repeat results were reported to the doctor. The first patient's initial crej result was 3.1 mg/dl accompanied by a data flag. The repeat results were 0.7 mg/dl and 0.7 mg/l. The second patient, a (B)(6) female, had an initial crej result of 3.5 mg/dl accompanied by a data flag. The repeat results were 1.0 mg/dl and 1.0 mg/dl. The third patient, a (B)(6) female, had an initial crej result of 3.5 mg/dl accompanied by a data flag. The repeat results were 0.8 mg/dl and 1.0 mg/dl. The fourth patient, a (B)(6) female, had an initial crej result of 3.2 mg/dl accompanied by a data flag. The repeat results were 1.0 mg/dl and 1.0 mg/dl. There were no adverse events to the patients. The crej reagent lot number and expiration date were requested but not provided. The field service representative cleaned the reagent and sample probe rinse station.

Manufacturer narrative:
A definitive root cause could not be determined for this event.